Event description:
After medical review on the follow up information received on (B)(6) 2012, it was determined that this initially reported non-serious report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial report: this non-serious spontaneous case was reported by a physician on (B)(6) 2012 and was forwarded by affiliate (local case number scu/no/10/12). A physician reports a (B)(6) female pt who received poly-l-lactid acid (sculptra) injection on (B)(6) 2011, at both upper and lower part of the face for skin depression correction. The pt was instructed to massage as normal and she did. One to two months after the injection, the pt got nodules on both sides between lateral side of mouth and lower part of mandibula. Later (nos) she got nodules 2-3 on both nasolabial lines. Recently (nos) she also got one on each side lateral of her eyes. The nodules were all easy to palpate, and the last ones she got lateral of her eyes are also visible. The pt had removed one of them a couple of months ago and she will ask for the histology result. The pt reported that 3-4 weeks after the injections she went to a sort of physiotherapeutic massage because of her migraine. The special massage was very hard and the massage areas were in and outside (nos), bimanual in her mouth and all around in her face. The pt described the massage as really hard and it hurt. The physician reported that 1.5 years after she still got new nodules, some were tender and they were peanut size big and the physician was not sure if the strong massage could cause this. The pt underwent surgery at an ear, nose and throat (ent) specialist and the physician is unsure whether this might be an alternative reason for the nodules. The physician will contact us in order to provide more information when he has examined the pt further. The pt has no relevant medical history other than migraine. No concomitant medications were provided.

Manufacturer narrative:
Corrective treatment: nodule remove (nos). Action taken: not applicable. Outcome: not recovered. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Ptc investigation results provided as following: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) up to (B)(6) 2011 and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since (B)(6) is not responsible for medical evaluations, we reserve to close this complaint as "no conclusion possible". Conclusion: no investigation possible. Additional information received on (B)(6) 2012: case is upgraded to serious after medical review of this follow up. Pt's age provided. Poly-l-lactid acid given date and sites reported. Added detail on nodules. Medical history and corrective treatment updated. Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.